Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. A revision procedure was performed and the ra lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
The ra lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.